Event description:
The complainant reported that 60-year-old female patient was implanted with impella rp and impella cp in bail-out situation, as otherwise the patient would have expired. The patient was hemodynamically stable at very low level under mcs and received massive administration of inotropics and vasopressors. The patient's liver function was noted to be already severely impacted. The partial thromboplastin time (ptt) spontaneously increased, and the patient began to severely bleed from the puncture site, leading to the patient receiving several emergency blood bags. The situation did not improve and decision was made to withdraw care. Additional information was received, indicating that bleeding was due to existing multi-organ failure, most specifically, liver failure. The devices will not be returned as they were discarded by the site.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was anticoagulation management due to high patient act values, heparin was stopped to achieve hemostasis as per the clinical description. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Added- h6 component code 925 g1-corrected MFR site name and address.